Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported a 6f 10cm sw rain sheath was difficult to remove. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. Four non-sterile catheter sheath introducer (csi) units of ¿6f 10cm sw radial" were received inside of a clear plastic bag. The parts were unpacked in order to proceed with the product evaluation. The components returned were four csis and one vessel dilator. The vessel dilator was already inserted into one of the csis. The csis were identified from number one to number four with the purpose of separately performing the analysis. The csi with the vessel dilator inserted was identified with this complaint file (unit 1). The other devices were evaluated under different complaint files. The vessel dilator was observed with a kink/bent distal tip condition and a frayed/split/torn distal tip. Csi unit 1 was evaluated and no damages or anomalies were observed. Functional analysis was performed to determine if any obstruction can be found on the vessel dilator. The vessel dilator was flushed with water prior to the evaluation. A syringe was attached (filled with water) to the hub to be flushed and the water did not flow through the part as expected. A lab sample guide wire of the proper size was inserted into the vessel dilator through the hub to determine if resistance/friction or obstruction between the products can be confirmed. The guidewire traveled into the vessel dilator until it reach the kinked area and could not go further. The test of wire insertion/withdrawal into the vessel dilator failed due to the kinked condition. The csi was flushed with water prior to the evaluation. A syringe was attached (filled with water) to the stopcock to be flushed and the water flowed through the part and got out at the distal tip as expected. No obstruction or resistance was noticed. A vessel dilator lab sample with a mini guidewire already inside of the appropriate size was inserted as a single unit to the rain sheath through the hub to determine if resistance/friction or obstruction between the products can be confirmed. The insertion/withdrawal test was performed successfully. The vessel dilator was placed under a vision system in order to magnify the tip area observing a frayed/split/torn condition. The damage on the tip presented evidence of frayed edges. These characteristics suggest that the device was induced to a compressing events that exceeded the material yield strength prior to the damage. Also, the distal tip kinked/bent condition was confirmed. No other issues were noted during microscopic analysis. Dimensional analysis was performed to verify the correct ID and od of the vessel dilator. Measurements were taken near as possible of the damaged area, additionally on the middle and proximal section of the vessel dilator. Dimensional analysis results were found within specification. A product history record (phr) review of lot 17849177 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter sheath introducer (csi) withdrawal difficulty¿ was not confirmed through analysis of csi unit 1 since functional analysis was performed successfully. However, the returned vessel dilator was found to have a kinked/bent condition, and a frayed tip. The exact cause of the issue experienced by the customer and the condition of the returned device could not be conclusively determined. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the ¿rain sheath was difficult to remove¿ condition reported. However, the insertion/withdrawal test could not be performed with the returned vessel dilator due to the kinked/bent condition and the frayed tip. Procedural/handling factors likely contributed to these conditions as evidenced by the frayed edges that suggest that the device was induced to a compressing event that exceeded the material¿s yield strength prior to the damage. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿if resistance is felt upon insertion or withdrawal, investigate the cause before continuing.¿ additionally, the IFU states, ¿once all catheters and wires are removed, remove the sheath when clinically indicated by placing compression on the vessel above the puncture site, and slowly withdraw the csi. Discard the sheath appropriately. Important: upon removing any intravascular device, aspirate via the side port extension to collect any fibrin that may have been deposited within or at the tip of the device.¿ controls are in place to verify the device conditions; the produced 6f 10cm sw radial are inspected 100% before leaving the facility. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17849177 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported a 6f 10cm sw rain sheath was difficult to remove. There was no reported patient injury.